Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Correction: b3.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported a patient experienced an electrical shock from an external source and reported to the hospital. Upon pacemaker interrogation it was found there was failure to capture. No changes were reported. The patient was developed asystole but was stable.